Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer. The implant coil was found to be attached to the pusher wire in its entirety, which is inconsistent with the reported complaint details that indicated the implant coil had detached and was left behind in the aneurysm. Based on the reported complaint and the product evaluation, the complaint cannot be confirmed and the investigation is inconclusive. A root cause could not be determined.

Event description:
It was reported that an embolization coil stretched in the aneurysm. During removal, the coil detached. The coil was left implanted in the aneurysm. No intervention was performed. There was no reported patient injury. The current patient's status is reported to be fine.